Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital for unrelated to the lead issues. The device check revealed vt episodes due to oversensing and possible lead issue. The physician elected to disable hv therapy and made programming changes. Later, during the lead extraction, the right ventricular was torn and lead was capped. The patient was stable post-procedure.